Manufacturer narrative:
Evaluation codes, results: neurological complication. Evaluation conclusion: lack of information.

Event description:
Three talent stent grafts were implanted in the pt for the endovascular treatment of a 5.5cm descending thoracic aortic aneurysm. Aortic neck was 3 cm long and 32 to 35 mm in diameter. Vessels had no calcification, thrombus, or dissections. It was reported that the proximal-most graft was placed just distal to the left subclavian artery with the bare springs across the artery. Approximately three weeks post stent graft implant, the pt had a mild stroke and coagulopathy. The physician elected to give the pt two units of blood. No additional clinical sequelae were reported, and the pt is fine. Reference mdrs 2953200-2009-01657 and 2953200-2009-01658.